Event description:
It was reported that the arctic sun device would not fill. It was stated that during fill no suction from left port of manifold. It was stated that the failed circulation pump. Per complainant via phone on 06dec2023, it was stated that the after further review with the team this complaint was mistakenly reported and the machine was working fine and they did not have any issues with filling. They stated that they could cancel out this report and an additional follow up is not required.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. It was stated that during fill no suction from left port of manifold. It was stated that the failed circulation pump. Per complainant via phone on 06dec2023, it was stated that the after further review with the team this complaint was mistakenly reported and the machine was working fine and they did not have any issues with filling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. It was stated that during fill no suction from left port of manifold. It was stated that the failed circulation pump.